Event description:
Patient was hospitalized due to dka. Upon arrival, her bg was 700 mg/dl. She was treated with an insulin drip and the pod was discarded. The doctor "feels the pdm is not functioning as it should." Patient reported a pdm hazard alarm occurred; she could not find any bg/bolus data in the pdm history. She also stated the pdm had been "shutting on and off on its own lately." The pdm was not returned for evaluation.

Manufacturer narrative:
The pdm was not returned for evaluation. We are unable to assess product condition to determine if any malfunction or defect occurred that may have caused or contributed to the patient's condition. The omnipod's user guide warns, "...if you experience unexpected elevated blood glucose levels, change your pod." The user guide advises "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4 to 6 times a day." It instructs that users treat dka as follows: after beginning treatment for high bg, check for ketones. If ketones are present, and are feeling ill then contact an hcp for guidance. If ketones are trace or negative then continue treating for high bg. If ketones are positive, but are not feeling ill then replace the pod using a new vial of insulin. Check bgs again in 2 hours, if they have not decreased then contact an hcp immediately for guidance. The omnipod's user guide warns, "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." The user guide warns, "when a hazard alarm occurs in the pod, all insulin delivery stops. Failing to address the situation could result in hyperglycemia. If you had a temp basal or extended bolus running when the hazard alarms occurred, the pdm will remind you of this." The user guide has a section that addresses how to respond to errors, advisories and hazard alarms. Device qualification records were reviewed and found to have met all acceptance criteria.